Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The infusion set becomes loose after one day of use. The issue occurs sporadically and sometimes when the patient sweats a lot. The issue occurred with different infusion sets, but it is unknown how many infusion sets were defective and which lot number was involved.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.